Event description:
Facility reports clotting in the arterial chamber 10/28/96. Estimated blood loss 200 ccs. No pt injury reported.

Event description:
Facility reports clotting in the arterial chamber 10/28/96. Estimated blood loss 230 ccs. No pt injury reported.

Event description:
Facility reports 4 incidents of clotting. Facility reported clotting in the arterial chamber 10/19/96. Estimated blood loss 230 ccs. No pt injury reported. No pt injury reported in any incident.

Event description:
Facility reports clotting in the arterial chamber 10/21/96. Estimated blood loss 200 ccs. No pt injury reported.